Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t gen 5 assay on a cobas e 801 analytical unit. Initial result: 4936 ng/l. The customer repeated the sample, as there is a protocol to repeat all samples with troponin t results >100 ng/l. Repeat result: 6125 ng/l (tested a different e 801 analytical unit).

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The provided alarm trace from 01-sep-2025 to 25-oct-2025 showed 33 sample foam detection alarms, 47 clot detection alarms, and 11 sample short alarms. A general reagent or analyzer problem can be excluded because the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event could not be determined.